Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for sciatic nerve injury and spinal pain. The patient reported that he¿s had the ins for 6 years and the stimulation was ¿working just fine.¿ the patient reported that he had the ins implanted to provide pain relief to the lower back and a sore muscle in the buttock. The patient reported that over the years, the ins had provided relief to the left leg ¿which was sore all the time¿ but the ins ¿hasn't done the job¿ for the lower back and buttock. The patient reported that he¿s had the therapy adjusted a ¿couple three times¿ but it still didn't work in the areas the patient wanted it to. It was reported that the steps taken to resolve the lack of relief in the lower back and buttock is that a manufacturer's representative (rep) re-calibrated their device. The lack of relief in the lower back and buttock has helped some with leg pain. The patient stated that it did not help low back pain. The patient stated that the fault was that of the neurosurgeons who implanted the ins in the wrong place. No further complications were reported or anticipated.